Event description:
Customer reported via phone, the insulin pump got wet as she was at the lake and now the device was not functioning. She removed the battery from the device, reinserted it, and anomaly persisted. Customer had heard a loud squalling noise on the device, it also started to count down and then it beep loudly. Troubleshooting for blank display was performed. Customer didn't recall her blood glucose level at the time of anomaly but has been high. Damage was located on the top right corner of the lcd. Customer was unsure how damage occurred. The device wasn't dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She declined returning the device for analysis. She also stated she had lost the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.